Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery for "recurrent right hernia repair". The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number 0112750, lot number 43lqd577 was implanted to repair the hernia defect. On (B)(6) 2008: the patient underwent an additional surgery for recurrent right hernia repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery for "recurrent right hernia repair". The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of perfix plug, patient was diagnosed with hernia recurrence and bowel obstruction thereby underwent repair of hernia. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number (B)(4), lot number 43lqd577 was implanted to repair the hernia defect. (B)(6) 2008: the patient underwent an additional surgery for recurrent right hernia repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with bilateral indirect inguinal hernias thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿a hernia sac was dissected off. A perfix plug and an onlay patch was placed in right side with sutures. Attention was then directed to the left side. The hernia here, although perhaps longer in length, was even smaller than on the right side, and it was not possible to invert this with a perfix plug. Therefore, the hernia sac itself was excised.¿ (B)(6) 2008 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent laparoscopic repair with small bowel resection. Per operative notes, ¿there were multiple loops of dilated small bowel consistent with a bowel obstruction. An incarcerated wad of fat was removed from the hernia defect. A synthetic mesh was placed. The small bowel was then resected.¿ attorney alleges that the patient had bowel obstruction & removal, pain, hernia recurrence and emotional injuries.